Event description:
A (B)(6) male patient called zoll customer support to report that his battery pack was not holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not holding a charge) was confirmed. Upon receipt the battery was unable to power up a test monitor. Pin 4 on the battery connector was discovered to be bent. The root cause for the bent pin could not be positively identified, but the damage to the pin was likely caused by excessive force while inserting the battery pack into a monitor or battery charger. No adverse event resulted from the bent pin on the battery connector. The patient received a replacement battery pack.